Manufacturer narrative:
Continuation of medical devices: product ID 8709sc, lot# n283564001, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was hydromorphone with a concentration of 22.5 and a dose of 5.504 mg. The reason for use was not reported. Medical history included fibromyalgia. It was reported that the patient experienced withdrawal symptoms and an increase in pain. The issue started on (B)(6) 2018. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included a dye a rotor study being completed. Interventions/actions that were taken to resolve the issue included replacement of the catheter on (B)(6) 2019. The customer was notified that the product should be returned to the manufacturer for analysis, although it would not be returned as the customer discarded the device. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ the hcp has no further information for the manufacturer. There were no further complications reported/anticipated.